Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (unknown concentration at 1.5 mg/day) and morphine (unknown concentration at 5.001 mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient could get 4 boluses a day and he kept track of all of his attempts. The healthcare provider (hcp) ran a bolus report and since (B)(6) 2019, the patient did not use 36 boluses. At the refill on (B)(6) 2019, the hcp said that the pump was almost empty. The patient did not use the bolus for a total of 9 full days (based on the patient's calculation), so the patient was surprised that the reservoir was almost empty. No symptoms were reported. There were no further complications reported at this time.